Manufacturer narrative:
Beckman coulter service engineer was dispatched. Beckman coulter service replaced the carbon bridge and all the ise lines and that resolved the issue with the erroneous results. Instrument software version is 5.4. (B)(4). No demographic was provided. Patient (B)(6) is female (B)(6).

Event description:
Customer reported to beckman coulter customer technical support two patient na results were erroneously low on their unicel dxc 600 pro synchron system. The results were amended. No change to patient treatment was reported and no adverse events are associated with this incident. Two other patients were reported on (B)(6) 2016 with med watch number 2050012-2016-00278.